Event description:
Consumer reports being very unhappy with the readings from their meter. Meter sometimes 30 points off from their doctor. Analysis run on clark error grid using competitive reading (40) as ref. Point vs. Bd readings (70) yielded data points in the d range of the grid, outside of acceptable limits.